Event description:
The customer reported that the device would activate without being prompted during testing before a procedure.  The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
Additional information added for d9, h3, h6. Device evaluation: follow-up report submitted to document device evaluation results.

Event description:
The customer reported that the device would activate without being prompted during testing before a procedure. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.